Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a homechoice (hc) machine during use during drain 2 of 6 . The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycle power off and on to get se 2367, cycled power off and on to "press go to start" prompt. The tsr explained the alarms. The care giver(cg) stated that the hp is on medication that made the hp hallucinate and was unsure if the hp used proper procedure for disconnecting while the hc was in drain 2 of 6 to use the restroom. The tsr explained to discard all supplies and to report all alarms to the peritoneal dialysis nurse the next day. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).